Event description:
Update: revision surgery was performed on (B)(6) 2023. Associated medwatch reports: (B)(4) (9610612-2023-00103) nn220. (B)(4) (9610612-2023-00235) nn073k. (B)(4) (9610612-2023-00118) nn004k.

Manufacturer narrative:
Correction/additional information: b5 - leading materials updated, and revision date confirmed. H6 - codes updated. Investigation: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of production records and historical data review. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. The assessment for reportability for this adverse event was determined by patient harm, revision. Explanation, rationale, conclusion and root cause: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Investigation: due to the fact that no product was provided, no investigation is possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Explanation, rationale, conclusion and root cause: without the product, an exact root cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. If the product is returned at a later date, another investigation will be performed. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nn004k - columbus cr femoral comp.cemented f4l. According to the complaint description, the patient had an allergic reaction to the implant (cobalt chromium). The patient returned to the doctor in 2023 complaining about "itching". Additionally, the patient gained 40 kilograms since the surgery in 2021. The doctor confirmed intolerance to the material from which the implant was made. During the replacement, damage to the insert was found in the form of scratches and extensive wear of the material. The insert has been replaced with a new one. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4) (400600419). Involved components: nn220/ columbus cr dd glid.surface t2/2+ 10mm. - lot 52587961 (400598635; 9610612-2023-00103) - now involved component. Nn073k/columbus cr/ps tib.plateau cemented t2 - lot 52621605 (400600418).